Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, non-sustained oversensing was noted. Sjm was contacted and the oversensing was identified as potential lead damage. An x-ray was performed and no visual anomalies or externalized conductors were noted. The imaging was not provided to sjm. No intervention was done and the patient is being monitored by merlin.net. The patient is in stable condition.